Event description:
Valley lab electro cautery unit used for a tonsillectomy burned the pt's lip during the procedure. The disposables and equipment were removed from service and the manufacturer notified.